Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around midnight, the patient was asleep when the patient started sweating and having ¿erratic body movements¿. The patient¿s dog, which was a diabetes alert dog, barked. This woke up the patient¿s mother. The patient¿s mother tried to wake the patient up but ¿wasn¿t able to due to the erratic body movements¿. The patient¿s mother did not check the patient¿s cgm value at this time. Emergency medical services (ems) was called. Once ems arrived, the patient¿s cgm was reading 44 mg/dl while the bg meter was reading 200 mg/dl. The patient was treated with IV fluids. The patient woke up and was monitored for awhile by ems. Ems left the patient around 5am. The patient remained at home and was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.